Manufacturer narrative:
Retention test strips were tested in comparison to the masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The allegation in this case has not been substantiated. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The complained test strips were not associated with the who standard rtf/16 and not affected by the recall as previously reported.

Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr reading from one patient when comparing coaguchek xs meter, and a laboratory result using an unknown method. The customer meter result was 3.5 inr and the laboratory result was 2.68 inr. There was no allegation that an adverse event occurred. A routine retention testing process has been implemented during which all test strips that have been released are tested every three months in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. If a failing result is observed during testing, appropriate actions are taken. Results of the most recent retention testing were inconspicuous. No error messages occurred.